Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter was continually displaying an error 5 message. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged issue began on (B)(6) 2017. The patient manages her diabetes with oral medication (unspecified type or dose), diet and exercise. The patient claimed that immediately before the alleged issue occurred, she developed the symptoms of feeling ¿dizzy and sweaty¿ and that in response, she contacted her doctor¿s office and was advised by a nurse to ¿drink orange juice.¿ the patient denied having her blood glucose tested on another device. During troubleshooting, the csr noted that the subject meter was not being used for the first time. The csr confirmed that the test strips had been stored properly, were not open beyond their discard date and had not expired. The csr also established that the test strips did not completely draw in the blood sample during a re-test. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event whilst using the subject device.

Manufacturer narrative:
The lay user/patient¿s test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips have passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.